Event description:
It was reported that the ventilator shut-down while in use on a patient. It was stated that the ventilator indicated a "system error" prior to it shutting down. There was no reported injury or death during/related to the reported event. (B)(4).

Manufacturer narrative:
Our investigation into the reported event is completed. This investigation consists of a device log evaluation. No parts have been received for technical investigation. Analysis of the device logs confirmed that there was a technical error recorded (one time), indicating a communication error between the user interface and the monitoring sub-system. This will result in a blank user interface, where the operator is not able to monitor the reading values on the screen. The error message and the blank user interface were interpreted by the operator as a device shutdown. Per design, this type of failure mode will not affect the existing ventilation or parameter settings of the device. No information has been provided as to how the issue was solved by the facility. Due to the recorded technical error code in the device log, the date of event was established to be (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted, when the investigation is completed.